Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and that a replacement unit be obtained. The device has not been returned to physio for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge-pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. It was also reported that their device would not power on. There was no patient use associated with the reported event.